Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter stated that patient received the following results on aviva system compared to a professional meter within 10 minutes: 213 mg/dl and 172 mg/dl (aviva system) and 131 mg/dl and 100 mg/dl (doctor's meter). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation and replacement was sent.